Manufacturer narrative:
On (B)(6) 2019, mentor received additional information from hcp that the implants were ¿leaking¿ upon explantation. Updated adverse event or product problem with selection for device problem, and updated device code to material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2021 additional information received indicated that the patient underwent bilateral replacements as follow: l/cat#: 3504004bc, sn#: (B)(6), r/ cat#: 3504004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 450cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (baker grade unknown) and bilateral breast pain. The patient reported shooting pain on both sides, and the right side is also hard and swollen. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.

Manufacturer narrative:
Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant and capsular contracture. During visual evaluation of the sample a siltex cracking was observed in the anterior view. Within the siltex cracking, an area of missed material was noted measuring approximately 4.0 cm x 1.0 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-oct-2019, mentor received the suspect medical device. Manufacturer¿s reference number: (B)(4).